Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was not going to be sent back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had an x-ray done and confirmed the ins was flipped. The device had a full charge on it when they saw the patient this past monday. The patient's family asked to have the rc put in for the pc to eliminate any further charging issues. The change out was done yesterday (tuesday). The patient was doing fine before and after the case. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient said they were only able to get 2 coupling bars for the last couple weeks. Rep said the patient was now in suspected overdischarge. The rep suspects that the ins had flipped. The doctor would do an x-ray to check the ins position. There were no symptoms reported. There were on further complications reported.